Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated b5, d8, d9, e4, g3, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the plastic on the proximal end of the subject device was broken. The issue was found during a sham therapeutic procedure that was completed with a back-up device. There were no reports of patient harm.